Manufacturer narrative:
Concomitant medications: aspirin (81mg), thienopyridine/clopidogrel (600mg), heparin (5000 iu) plavix (75mg). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the open study, approximately one month post index procedure ((B)(6) 2013), a patient underwent a revascularization to the distal superficial femoral artery (sfa) due to in-stent restenosis of a flex stent (> 50 -99%). The target vessel was successfully treated with a non-cordis stent. At the time of the index procedure, the patient was symptomatic and presented with severe claudication. The target vessel was de novo, 100mm in length and 5mm in diameter. The target lesion was treated successfully with a 5mm x 100mm flex stent. The post residual stenosis was 30%. The patient was discharged the next day. Concomitant medications included aspirin 81mg and clopidogrel 600mg.

Manufacturer narrative:
Complaint conclusion: as reported by the open study, approximately one month post index procedure ((B)(6) 2013), a patient underwent a revascularization to the distal superficial femoral artery (sfa) due to in-stent restenosis of a flex stent (> 50 -99%). The target vessel was successfully treated with a non-cordis stent. At the time of the index procedure, the patient was symptomatic and presented with severe claudication. The target vessel was de novo, 100mm in length and 5mm in diameter. The target lesion was treated successfully with a 5mm x 100mm flex stent. The post residual stenosis was 30%. The patient was discharged the next day. Concomitant medications included aspirin 81mg and clopidogrel 600mg. The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported event does not appear to be related to the manufacturing process.